Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During scheduled follow-up of the ICD involved in this report, a noise sensing episode recorded in the implant memory was reviewed. Markers were observed (with 125ms period) but the noise protection feature was not activated immediately, reportedly. The reporter asks for an explanation.